Manufacturer narrative:
An event of prolonged pr wave was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported prolonged pr wave could not be conclusively determined. The reported surgical intervention and hospitalization were results of case-specific circumstances as a permanent pacemaker was implanted and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 05 august a 23mm navitor vision was selected for implant using a small flexnav delivery system. The patient was in pre-existing heart block at the start of the procedure. A pre-balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon. Upon the first deployment attempt it was noted that the valve was constrained. The valve was re-sheathed and positioned deeper. During the second deployment attempt the valve still appeared to be constrained. The valve and delivery system were removed from the patient. Another pre-bav was performed with a 20mm non-abbott balloon. A new 23mm navitor vision valve and small flexnav delivery system were used to complete the procedure. Post-procedure the patient had a prolonged pr wave. A permanent pacemaker was implanted. The patient status was stable.

Event description:
It was reported on (B)(6) a 23mm navitor vision was selected for implant using a small flexnav delivery system. The patient was in pre-existing heart block at the start of the procedure. A pre-balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon. Upon the first deployment attempt it was noted that the valve was constrained. The valve was re-sheathed and positioned deeper. During the second deployment attempt the valve still appeared to be constrained. The valve and delivery system were removed from the patient. Another pre-bav was performed with a 20mm non-abbott balloon. A new 23mm navitor vision valve and small flexnav delivery system were used to complete the procedure. Post-procedure the patient had a prolonged pr wave. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.